Manufacturer narrative:
(B)(4). The customer reported that the device did not recognize the pacer during the shift check. There was no report of pt impact or involvement. This was found during testing. The device was not evaluated by philips. The customer ordered a control pca to resolve the issue. As on (B)(6) 2011, there have been no further reports from this customer for this symptom and this device. We will consider that this was a malfunction of the control pca.

Event description:
The customer reported that the device did not recognize the pacer during the shift check. There was no report of pt impact or involvement. This was found during testing.